Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Reportedly, the patient experienced some discomfort at device site and a hole on the site was noticed. Also, the header of the device could be seen. Fluid discharge was also noted. There were no additional adverse patient effects reported. The lv lead was explanted.